Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date settings were incorrect. The customer's blood glucose (bg) level was reportedly within the 200 mg/dl range. Tandem technical support reviewed pump information and determined that the time and date settings were never configured when the customer first received the pump. The customer acknowledged. Tandem technical support assisted the customer with configuring the correct time and date into the pump.